Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted, however it was removed from the catheter without issue. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after the lspv ablation, the physician noticed that it was unable to push or pull on the guidewire. The guidewire was completely stuck in the catheter, the catheter was removed from the faradrive and it was observed that the guidewire was badly damaged. Tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed as normal and no other catheter malfunctions were observed. The devices were replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis. It was further reported that the guidewire was removed from the catheter by pulling it, no issues with the guidewire were identified during preparation, no information regarding the guidewire use was provided and it was confirmed that the catheter and guidewire will be returned, but no shipping information was provided.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after the lspv ablation, the physician noticed that it was unable to push or pull on the guidewire. The guidewire was completely stuck in the catheter, the catheter was removed from the faradrive and it was observed that the guidewire was badly damaged. Tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed as normal and no other catheter malfunctions were observed. The devices were replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after the lspv ablation, the physician noticed that it was unable to push or pull on the guidewire. The guidewire was completely stuck in the catheter, the catheter was removed from the faradrive and it was observed that the guidewire was badly damaged. Tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed as normal and no other catheter malfunctions were observed. The devices were replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis. It was further reported that the guidewire was removed from the catheter by pulling it, no issues with the guidewire were identified during preparation.